Event description:
It was reported that the motor was working. The event occurred outside of surgery. There was no reported patient harm, or delay. Due diligence is complete, no further information is available at this time. During device evaluation, it was discovered that the motor speed was unstable.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. E1 phone: (B)(6). G2 foreign: saudi arabia. Sn (B)(6). Review of the most recent repair record determined the motor was corroded and the motor speed was unstable. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.